Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the connector pin was slightly bent, recharger was not charging up and ins was now depleted and patient had no stimulation. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them. The patient reported the replacement sent to them resolved their issues. Patient's weight at the time of event was (B)(6) lbs.